Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block e1: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results the returned hedgehog was analyzed. Visual evaluation found that a break was seen at the end of the moving length. No other problems were noted. The brush had a clean break, and no material defects or deformation was noted at the area where the device separated. It is possible that the elevator of the scope interacting with the working length of the device along with excessive force/torque caused the brush head to separate from the working length. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, it was observed that the hedgehog device had no brush on one side. The scope cleaning was completed using another of the same device. There was no patient involvement in this event. This event has been deemed a reportable event based on the investigation finding that one end of the returned brush had broken off. Please see block h10 for full investigation details.